Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the scope cover and case unit both have a scratch as well as the switch box and plug unit. Due to adhesive peeling on the autoclavable rubber, insulation resistance value at distal end does not meet the standard value. Due to nozzle clogging, amount of water contact does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The objective and light guide lens have a crack and the bending tube is deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the air/water cylinder and tube. There were no reports of patient involvement.